Event description:
It was reported to philips that the system's monitor had a faulty cable, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's monitor had a faulty cable, which can impact imaging. The customer declined the service request sent for philips evaluation and repair service. As the customer declined the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.